Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend (vse) instrument was analyzed and the complaint was not confirmed by failure analysis. A visual inspection displayed no signs of physical damage. The instrument is lubricated with krytox between the inner/outer running surfaces of the jaw tangs and clevis slots. The lubrication is not excessive and is considered an expected condition. The instrument moved intuitively with full range of motion in all directions. The jaws opened and closed properly. There was no problem detected. There is a moderate debris on the knife track.

Event description:
It was reported that during a da vinci-assisted surgical procedure, there were white unidentified pieces coming off the tip of the vessel sealer extend (vse) instrument. The loose pieces were suctioned out of the patient during the same surgical procedure which was completed robotically.